Manufacturer narrative:
H10, h3, h6: the device was being used during treatment when the system exited the case suddenly during when transitioning from collect neutral position to stress rom collection. The log files were returned for evaluation. The DHR was reviewed for software version and it has been validated. A complaint history review found similar complaints of the reported issue. The relationship of the device and the reported event has been established. Review of the log files confirmed that the software crashed when going from collect neutral position to stressed rom collection. The root cause of the issue was due to a software failure.

Event description:
It was reported that in ukr case navio shut out of the patient case when clicking the button to go through the stressed rom. Case was restarted and completed.